Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the back longer than 48 hours, the site was infected. The patient visited the emergency room (ER) where was prescribed antibiotics (flucloxacillin 500 ml) to be taken every 6 hours for 7 days. The pod was discarded.